Event description:
The screw shaft broke. Broken parts were removed from pt and the surgeon used another screw.

Manufacturer narrative:
The macroscopic and microscopic investigation shows that the screw broke in forced rupture mode because of too high torsional forces during the insertion. Indications for material or manufacturing related problems were not found in this investigation.